Event description:
When resident and surgeon were retrieving the gallbladder specimen during case and utilizing the endo pouch to pull the specimen out of the port site, the bag broke causing the specimen to come out of the bag and was caught in the port site. Port site incision required extension to pull out specimen.